Event description:
It was reported that an ilet user experienced a device malfunction in which the rewind function would not operate, and the screen was cracked, resulting in inability to perform a rewind and inability to shut down the device via the menu. Symptoms included no injury. Outcomes included no clinical impact requiring medical care and continued cgm use on dexcom g7. Investigation included troubleshooting and education by support, verification of shipping details, instruction on return, and arrangement of replacement. Investigation of this case revealed a mechanical and user interface failure associated with a damaged display assembly that impaired interaction with the rewind control. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical damage leading to functional failure.

Manufacturer narrative:
Initial.